Manufacturer narrative:
H3- device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.0/1.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced rotation not associated with low vaulting. The surgeon repositioned the lens on (B)(6) 2021 but this did not resolve the problem. Then on (b(6) 2021 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.